Event description:
During preparation of the device physician cut and removed the scope liner funnel. While advancing a (B)(6) x-tack through the scope, a piece of coiled plastic from the scope appeared when the x-tack came out of the distal end of the scope. All coiled plastic pieces were removed with biopsy forceps and rat tooth forceps. The 3 initial x-tacks were cinched. The procedure was completed using clips. Altering of the device, cutting the scope liner funnel, caused the damage to the working channel of the scope. There were no patient complications reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).